Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter alleges the joystick will move the chair on its own and will not stop the chair. Reporter alleges she was in the chair and the chair was headed toward the door frame and the end user put her foot down on the floor to try and stop the chair, end user states a reflex reaction, end user alleged cut right foot below the toes. End user states did not seek medical attention, did not have anyone to take her to the doctor and it was late at night, end user states the bleeding stopped and end user alleged was not able to reach the bottom of her foot to see the injury, end user alleges applied pressure and used a rag . Reporter alleges the chair was working intermittent off and on since end user has had the chair but has been getting worse since september 2015.